Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) eva 150ml bags were leaking from an unspecified location. The leaks were identified during filling with unspecified cytotoxic drugs prior to patient use. There was no patient involvement. No additional information is available.